Event description:
It was reported that multiple malfunction alarm occurred. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that multiple malfunction alarm occurred. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Bolus was delivered to address elevated bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.